Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal depletion, meeting expected longevity.

Event description:
It was reported that the patient presented due to feeling poorly and a check the device revealed it had reached elective replacement indicator (eri.) It was also reported that during previous device follow up there was almost twelve months left before eri. It was further reported that the patient had symptoms during threshold test. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.